Event description:
Additional information was received. Patient called back and reiterated that they were still not seeing relief. They stated they wanted to "make it stronger" because it was "not working" and they were still going to the bathroom every two hours. Patient services walked the patient through connecting to seeing their settings. The therapy was off. Patient turned the therapy back on and patient services walked the patient through adjusting stimulation until it was felt comfortably in their bike seat area. Patient services then walked the patient through ending their session. The patient was going to monitor their symptoms now that a change had been made. Patient stated they believed they'd been turning the therapy off when they were done making adjustments but they didn't realize they had been turning it off. They thought it just meant they were "done" by turning it off. Patient services reviewed external device function with the patient and the patient understood at the end of the call to leave the therapy on when they were done making an adjustment. Patient stated they might have been turning the therapy off this whole time. Patient is going to monitor their symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A2: patient's date of birth was corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their device is not working and they don't know if the program was not right or if it stopped working at all. Patient stated that they have not had much relief since (B)(6) 2021, since implant. Patient services walked the patient through communicating with their implanted neurostimulators. Patient confirmed that they were not feeling stimulation in the bicycle seat area. Patient service reviewed with the patient that they may want to try other programs to see if they can feel stimulation more in the bike seat area. One program, the patient felt stimulation was felt over the ins. Caller was able to find one program that stimulated in the bike seat area, they will try this program and see how their body responds. Redirected the patient to their healthcare provider to further address the issue.